Event description:
The unit went vent inop and alarmed while in pt use. There was no pt harm reported. Vent inop, when in use, will stop providing ventilatory support to the pt. The ventilator was returned to the company service center for evaluation. The event reported by the customer was verified during testing by service technician. The service tech reported a diagnostic code in the log indicating that a problem with the pap autozero solenoid in the main pcb. The main pcb will be replaced to correct the problem.